Event description:
In 6/2004, the customer reported that siince april they have been having problems with intermittent <l results on various analytes on the aia nexia. Repeats of the tests produce the expected value. The instrument has been serviced in an effort to resolve the problem but the "<l" results still recur. Service is ongoing.